Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 3. Reference MFR. Report #1627487-2018-13280, reference MFR. Report #1627487-2018-13281. It was reported the patient was experiencing uncomfortable stimulation. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where the patients system was explanted and replaced.

Event description:
Device 1 of 3 : reference MFR. Report #1627487-2018-13280 , reference MFR. Report #1627487-2018-13281.